Event description:
Caller reported an error related to their continuous glucose monitor (cgm), specifically cgm error 42. Following guidance from customer technical support, the customer was assisted in performing a complete pump reset. After the reset, the cgm error code did not appear again, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.